Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure could be completed with the use of a mobile system. A philips field service engineer (fse) examined the system on site and identified an issue with the data disk in the system¿s image processing pc (ippc). After recreating the ippc data disk, the system was returned to use in good working order.

Event description:
It has been reported to philips that the user was unable to make and store fluoroscopy images. There was a short delay to treatment. No harm was reported. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.